Manufacturer narrative:
Method #1: photographic inspection; method #2: manufacturing review; results: improper physical structure; conclusions #1: human factors issue; conclusions #2: device not returned. The actual device was not returned for evaluation; however a photograph of the event was provided by the user facility. Upon inspection of the provided photo, it was confirmed that foreign matter was within the oxygenator. The foreign matter resembles the urethane used to pot the oxygenators which could have been introduced into the oxygenator during the potting process; however, without the device returned to evaluate, this material cannot be determined. Review of the device history records revealed no manufacturing issues. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
Terumo cardiovascular systems corporation was informed by a subsidiary organization that during a non-clinical activity at the subsidiary, foreign matter was found inside oxygenators. There was no patient or surgical effect as this occurred during a non-clinical activity.